Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that the inflatable bone tamp (ibt) would not pull through the access cannula after being inflated in the vertebral body. The physician pulled negative on the inflator to deflate the balloon, took an image to ensure contrast had been withdrawn, and attempted to remove the ibt. The physician was able to complete the procedure through the other cannula and then removed the cannula and ibt together. The type of procedure involved during the event was kyphoplasty. Product came in contact with the patient. The event occurred during the procedure but did not prevent the procedure to go forward as the doctor managed a work-around. There were no patient symptoms nor further complications reported.

Manufacturer narrative:
H3: product analysis of product:kex202eb-cds, lot:0231500098 visual inspection confirmed the ibt returned still in the access cannula. Functional inspection confirmed the ibt is able to be pulled from the cannula without any issue. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.